Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and was not able to duplicate the issue. Was able to do multiple 2d & 3d shots and was able to do the gain calibrations. Unplugged and re-plugged the umbilical cord multiple times and moved the unit around. Did multiple reboots, unplugged the umbilical and let the image acquisition system (ias) sit idle for a couple minutes then re-plugged the umbilical, all with no issues. A software investigation was also completed. This investigation determined that the reported issue is a known software anomaly. This anomaly is tracked through a software anomaly tracking database, and references to this instance have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A medtronic representative reported that the imaging system was stuck in stand alone mode. It was reported that the system displayed the message "scan stopped due to exposure problems". The system pendant displayed that all systems were online (green checks), but was shown to be in stand alone mode. The system was rebooted, but remained in stand alone mode. After the reboot, the system also made a beep noise. A second reboot resolved the issue and the system could be used to take images normally. This occurred apart from any patient involvement. No additional details were provided.